Manufacturer narrative:
Section d10. Device available for evaluation? Yes, returned to manufacturer on: 5/29/2020, section h3. Device returned to manufacturer? Yes. Additional information/device evaluation: although, the surgery center returned the tubing packs, they were returned as a bundle of returns for a specific returns good authorization. The surgery center returned 24 opo80 tubing packs with no identifiers. The individual tubing packs could not be identified by their lot numbers; therefore, no product testing could be performed. The reported issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the tubing pack lot# 60215079. All devices met material, assembly and performance specifications at the time of product released. Historical data analysis: a search of complaints related to lot no. 60215079 was conducted. The search revealed there is no additional complaint types for holes/tears in the package or any other types of complaints for the tubing pack model opo80, lot no. 60215079. This is the first occurrence of units released. Complaint trending: a review of the monthly complaint trends was reviewed for the last 12 months and there have been no further occurrences of the related issues. These types of complaints will be monitored tear/hole in package. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event is unknown as it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported observing holes worn into the tyvek lid of a compact intutiv pack disposable tubing set model opo80. The surgery center had concerns the packaging had been comprised and the tubing pack was no longer sterile. This is 5 of 5 reports.